Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat mixed urinary incontinence and stress incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring and other. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion. It was reported that patient underwent a pubovaginal rectus fascia sling procedure on (B)(6) 2012. No additional information was provided. (B)(4).